Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil winds were offset. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. Further evaluation of the returned device revealed that the pusher assembly was kinked. This damage likely occurred due to forceful advancement against resistance as mentioned in the complaint. Some of these kinks may have also occurred while packaging the device for return to penumbra. During functional analysis, the smart coil was attempted to be advanced through a demonstration microcatheter. While attempting to advance the smart coil through the microcatheter, resistance was encountered as the smart coil was unable to be advanced out of its introducer sheath and into the hub of the microcatheter due to the offset coil winds. Subsequently, the smart coil could not be advanced any further. The non-penumbra microcatheters referred to in the complaint were not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right vertebral artery using penumbra smart coils (smart coils). During the procedure, the physician placed two non-penumbra microcatheters in the target vessel, then placed five non-penumbra coils and one smart coil. While attempting to advance a new smart coil into the microcatheter, the physician experienced resistance when the tip of the coil reached around the hub of the microcatheter. Subsequently, the smart coil¿s pusher assembly became fractured. Therefore, the smart coil was removed and the procedure was completed using two new smart coils, five additional coils and the same microcatheter. There was no report of an adverse effect to the patient.